Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a tah with debulking, after the device was placed into scabbard it was inadvertently activating. This happened repeatedly causing errors that caused instrument replacement error to appear. Device could not be left in scabbard meaning it was then more difficult for surgeon to pick up to use as placed extra requirement on scrub nurse to stop it falling on floor. Device cord kept getting caught inside handle meaning instrument could not be closed on tissue. The cord "memory" could not be removed thus this problem kept happening repeatedly delaying surgery. No ae to patient.